Event description:
Baxter rec'd 9 pump heads from the user facility biomedical dept in 06/05. All pumpheads rec'd failed the accuracy test outlined in the service manual during user facility's annual preventative maintenance check. All pumpheads were found to be inaccurate during pm testing, not in use on a pt. There were no reported injuries associated with the under infusion results.

Manufacturer narrative:
The pump is in the process of being evaluated.